Event description:
According to the reporter: a few days after the first surgery, air leakage occurred, so re-operation was done. It seemed that the 2nd firing was not completed and air leakage occurred.

Manufacturer narrative:
(B)(4).